Event description:
It was reported that during central processing, the 8mm large hem-o-lok clip applier instrument was observed to have a broken tip. There were no reports of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken main tube at approximately 43.51mm from the distal tip. The proximal clevis was dislodged as a result of the main tube break. The proximal clevis was still attached to the main tube but was dislodged from its expected position. Additional findings: the main tube was fragmented from the portion where it broke at the proximal clevis. The dislodged proximal clevis was a result of main tube breakage. The probable root cause of a broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.